Event description:
It was reported "basically, we are having issues with the locking mechanism resulting in some migration of the catheter and also we are seeing blood coming back into the lines and/or pulling air". No additional information is available from the customer surrounding the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "basically, we are having issues with the locking mechanism resulting in some migration of the catheter and also we are seeing blood coming back into the lines and/or pulling air". No additional information is available from the customer surrounding the event.

Manufacturer narrative:
(B)(4). The reported complaint of "issues with the locking mechanism resulting in some migration of the catheter" is not able to be confirmed. The product was not returned for investigation. No lot number was reported; therefore, a device history record (DHR) review could not be completed. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.